Manufacturer narrative:
Returned product consisted of an emerge mr balloon catheter. The device was microscopically and visually examined. There was a product mandrel present in the device upon return. There was a separation of the hypotube 1.8cm from the strain relief. There was contrast in the inflation lumen and the balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. During unpacking of a 3.50mm x 15mm emerge balloon catheter it was noted that the shaft was fractured. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that shaft break occurred. During unpacking of a 3.50mm x 15mm emerge balloon catheter it was noted that the shaft was fractured. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.